Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set fell off issue on (B)(6) 2026. No further information is available.